Manufacturer narrative:
(B)(4).

Event description:
It was reported that a (B)(6) year old male patient on (B)(6) 2019 underwent an abdominal aortic aneurysm repair procedure in which two icast stents were implanted. On (B)(6) 2020 the patient presented back to the hospital as both renal arteries were occluded and underwent a renal intervention. A renalgram was performed in the operating room the physician tried to get a wire and catheter to track in the renals but was unsuccessful in both as due to thrombus. It has been further reported that the patient has no flow into his kidneys and is now in complete renal failure; pt is now on dialysis and is seeking to be on a kidney transplant list. The physician feels the zfen proximal device may have shifted based on pre-implant renal position vs. New renal artery position or entire device moved causing stent compression.